Event description:
The doctor used the standard implant inserter and attempted to insert and rotate the cage. The doctor used a vice grip to help obtain more leverage. Upon rotating clockwise, the tip of the retention shaft sheared off. The tip was buried in the implant and they were unable to remove it. The doctor chose to leave the cage inserter with the tip still in the cage rather than remove it.

Manufacturer narrative:
The complaint is related to pivate labeled product for the spine wave company. If information is provided in the future, a supplemental report will be provided.